Event description:
Per the surgeon, the device was explanted on (B)(6) 2025, due to cholesteatoma. The patient was re-implanted with a new cochlear implant during the same surgery.

Manufacturer narrative:
Device analysis report attached.